Manufacturer narrative:
Evaluation: method - device history record review. Results - review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely cause of the event is user error or poor cartridge lubricity. (B)(4).

Event description:
The reporter stated the surgeon removed a 12.6mm micl 12.6 implantable collamer lens from the vial and noted, under the microscope, the lens was torn. The lens was not used or loaded and there was no patient contact. The reporter stated the surgeon felt the lens was received defective.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Torn material. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).